Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 38-year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2011, obesity, rubella, postpartum state, breast mass, left lower quadrant pain (rlq), back pain, bloating, blood in stool, menstrual disorder, breast tenderness, bleeding menstrual heavy, dysuria, ovarian cyst, absence of menstruation, irregular menstruation, uterine leiomyoma, chest pain, emesis, uterine bleeding, cramp in lower abdomen, perimenopause, nabothian cyst, dysfunctional uterine bleeding, flank pain, neck pain, sleep-wake schedule disorder and iud expelled. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2012 to (B)(6) 2013; for an unreported indication: tylenol and acetaminophen. Concurrent conditions included pelvic cyst. Concomitant products included hydrocodone bitartrate;paracetamol (norco), nsaids, ondansetron hydrochloride and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), migraine ("migraine"), headache ("headache") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain / side pain"), pain in extremity ("leg pain/ sides pain"), hypersensitivity ("allergic reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy/ bilateral salpingectomy/ cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea, vaginal discharge, abdominal pain, pain in extremity, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had resolved and the dysmenorrhoea, headache, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure implants placed bilaterally, 3 coils left 4 coils right patient tolerated the procedure well. Current weight 190 lbs. Treatment received for pain, bleeding, bladder and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pathology test - on (B)(6) 2015: tissue sent: a. Uterus, cervix and bilateral tubes clinical history: fibroid uterus final pathological diagnosis: uterus, cervix, and bilateral fallopian tubes; simple hysterectomy with bilateral salpingectomy: - uterine weight: 140 gm. - cervix: benign nabothian cysts. - uterine corpus: - proliferative pattern endometrium. - leiomyomata. - serosa: no diagnostic abnormality. - fallopian tubes: no diagnostic abnormality. - no evidence of malignancy gross description: fallopian tubes: the attached right fallopian tube measures 6 cm in length and 0.5 cm in diameter. The serosa is smooth, glistening tan-pink and fimbriated. Cut section displays a tan-white stellate pinpoint lumen. The attached left fallopian tube measures 6 cm in length and 0.8 cm in diameter. The serosa is smooth, glistening tan pink, and cut section displays a tan-white stellate pinpoint lumen.. Pregnancy test - on an unknown date: negative. Ultrasound doppler - on (B)(6) 2013: working ega: 104 weeks 5 days lmp calculated ega: 104 weeks 5 days ultrasound type: complete tvs ((B)(4)) ¿ transvaginal diagnosis: ovarian cyst maternal anatomy: internal os; normal uterus; normal cervical length: normal adnexa: abnormal - bilateral ovarian cyst comments: mildly enlarged myomatous uterus with 1.89x1.24x17cm right cornual intramural fibroid bilateral polycystic ovaries are noted with largest cyst 1.43x1.54x1.43 simple left with 2.17x1.84x1.95cm simple right ovarian cyst. No free fluid no masses. Iud is noted in the lower uterine segment. No e/o perforation is noted. Et is noted to be 5,5mm, suggest interval exam and follow up sono in 6-8 weeks for evaluation of the bilateral ovarian cysts. Lot number: b30425; manufacture date: 2013-05; expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: the event ¿vaginal discharge¿ was recovered. The events ¿allergic reaction¿, ¿bladder problems¿, ¿urinary problems¿, ¿bladder infection¿, ¿urinary tract infection¿ and ¿vaginal infection¿ were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and genital haemorrhage ('bleeding') in a (B)(6) year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear on (B)(6) 2011, obesity, rubella, postpartum state, breast mass, left lower quadrant pain (rlq), back pain, bloating, blood in stool, menstrual disorder, breast tenderness, bleeding menstrual heavy, dysuria, ovarian cyst, absence of menstruation, irregular menstruation, uterine leiomyoma, chest pain, emesis, uterine bleeding, cramp, perimenopause, nabothian cyst, dysfunctional uterine bleeding, flank pain, neck pain, sleep-wake schedule disorder and iud expelled. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2012 to (B)(6) 2013; for an unreported indication: tylenol and acetaminophen. Concurrent conditions included pelvic cyst. Concomitant products included hydrocodone bitartrate;paracetamol (norco), nsaids, ondansetron hydrochloride and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), migraine ("migraine"), headache ("headache") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain / side pain") and pain in extremity ("leg pain/ sides pain"). The patient was treated with surgery (hysterectomy/ bilateral salpingectomy/ cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea, abdominal pain and pain in extremity had resolved and the dysmenorrhoea, headache, depression, anxiety, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implants placed bilaterally, 3 coils left 4 coils right patient tolerated the procedure well. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pathology test - on (B)(6) 2015: tissue sent: a. Uterus, cervix and bilateral tubes clinical history: fibroid uterus final pathological diagnosis: uterus, cervix, and bilateral fallopian tubes; simple hysterectomy with bilateral salpingectomy: uterine weight: 140 gm. Cervix: benign nabothian cysts. Uterine corpus: proliferative pattern endometrium. - leiomyomata. Serosa: no diagnostic abnormality. Fallopian tubes: no diagnostic abnormality. No evidence of malignancy gross description: fallopian tubes: the attached right fallopian tube measures 6 cm in length and 0.5 cm in diameter. The serosa is smooth, glistening tan-pink and fimbriated. Cut section displays a tan-white stellate pinpoint lumen. The attached left fallopian tube measures 6 cm in length and 0.8 cm in diameter. The serosa is smooth, glistening tan pink, and cut section displays a tan-white stellate pinpoint lumen. Pregnancy test - on an unknown date: negative. Ultrasound doppler - on (B)(6) 2013: working ega: 104 weeks 5 days lmp calculated ega: 104 weeks 5 days ultrasound type: complete tvs (76830) ¿ transvaginal diagnosis: ovarian cyst maternal anatomy: internal os; normal uterus; normal cervical length: normal adnexa: abnormal - bilateral ovarian cyst comments: mildly enlarged myomatous uterus with 1.89x1.24x17cm right cornual intramural fibroid bilateral polycystic ovaries are noted with largest cyst 1.43x1.54x1.43 simple left with 2.17x1.84x1.95cm simple right ovarian cyst. No free fluid no masses. Iud is noted in the lower uterine segment. No e/o perforation is noted. Et is noted to be 5,5mm, suggest interval exam and follow up sono in 6-8 weeks for evaluation of the bilateral ovarian cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: plaintiff fact sheet and medical record received. Case became incident. Lot number newly added. Events: abnormal bleeding vaginal, menorrhagia, dysmenorrhea (cramping), fatigue, migraines, headaches, nausea, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, vaginal discharge, weight gain, abdominal pain, leg pain & genital bleeding were newly added. Outcome of even pelvic pain, abdominal pain, leg pain were changed from "unknown" to "recovered/resolved" reporter, patient demographic details, product indication & information updated. Other relevant history and lab data updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and genital haemorrhage ('bleeding') in a 38-year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2011, obesity, rubella, postpartum state, breast mass, left lower quadrant pain (rlq), back pain, bloating, blood in stool, menstrual disorder, breast tenderness, bleeding menstrual heavy, dysuria, ovarian cyst, absence of menstruation, irregular menstruation, uterine leiomyoma, chest pain, emesis, uterine bleeding, cramp in lower abdomen, perimenopause, nabothian cyst, dysfunctional uterine bleeding, flank pain, neck pain, sleep-wake schedule disorder and iud expelled. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2012 to (B)(6) 2013; for an unreported indication: tylenol and acetaminophen. Concurrent conditions included pelvic cyst. Concomitant products included hydrocodone bitartrate;paracetamol (norco), nsaids, ondansetron hydrochloride and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), migraine ("migraine"), headache ("headache") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain / side pain") and pain in extremity ("leg pain/ sides pain"). The patient was treated with surgery (hysterectomy/ bilateral salpingectomy/ cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea, abdominal pain and pain in extremity had resolved and the dysmenorrhoea, headache, depression, anxiety, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure implants placed bilaterally, 3 coils left 4 coils right patient tolerated the procedure well. Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pathology test - on (B)(6) 2015: tissue sent: a. Uterus, cervix and bilateral tubes clinical history: fibroid uterus final pathological diagnosis: uterus, cervix, and bilateral fallopian tubes; simple hysterectomy with bilateral salpingectomy: - uterine weight: 140 gm. - cervix: benign nabothian cysts. - uterine corpus: - proliferative pattern endometrium. - leiomyomata. - serosa: no diagnostic abnormality. - fallopian tubes: no diagnostic abnormality. - no evidence of malignancy gross description: fallopian tubes: the attached right fallopian tube measures 6 cm in length and 0.5 cm in diameter. The serosa is smooth, glistening tan-pink and fimbriated. Cut section displays a tan-white stellate pinpoint lumen. The attached left fallopian tube measures 6 cm in length and 0.8 cm in diameter. The serosa is smooth, glistening tan pink, and cut section displays a tan-white stellate pinpoint lumen.. Pregnancy test - on an unknown date: negative. Ultrasound doppler - on (B)(6) 2013: working ega: 104 weeks 5 days lmp calculated ega: 104 weeks 5 days ultrasound type: complete tvs (76830) ¿ transvaginal diagnosis: ovarian cyst maternal anatomy: internal os; normal uterus; normal cervical length: normal adnexa: abnormal - bilateral ovarian cyst comments: mildly enlarged myomatous uterus with 1.89x1.24x17cm right cornual intramural fibroid bilateral polycystic ovaries are noted with largest cyst 1.43x1.54x1.43 simple left with 2.17x1.84x1.95cm simple right ovarian cyst. No free fluid no masses. Iud is noted in the lower uterine segment. No e/o perforation is noted. Et is noted to be 5,5mm, suggest interval exam and follow up sono in 6-8 weeks for evaluation of the bilateral ovarian cysts. Lot number: b30425 manufacture date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 38-year-old female patient who had essure (batch no. B30425) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2011, obesity, rubella, postpartum state, breast mass, left lower quadrant pain (rlq), back pain, bloating, blood in stool, menstrual disorder, breast tenderness, bleeding menstrual heavy, dysuria, ovarian cyst, absence of menstruation, irregular menstruation, uterine leiomyoma, chest pain, emesis, uterine bleeding, cramp in lower abdomen, perimenopause, nabothian cyst, dysfunctional uterine bleeding, flank pain, neck pain, sleep-wake schedule disorder and iud expelled. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2012 to (B)(6) 2013; for an unreported indication: tylenol and acetaminophen. Concurrent conditions included pelvic cyst. Concomitant products included hydrocodone bitartrate;paracetamol (norco), nsaids, ondansetron hydrochloride and promethazine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), migraine ("migraine"), headache ("headache") and nausea ("nausea"). In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain / side pain"), pain in extremity ("leg pain/ sides pain"), hypersensitivity ("allergic reaction"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy/ bilateral salpingectomy/ cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, migraine, nausea, vaginal discharge, abdominal pain, pain in extremity, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal infection had resolved and the dysmenorrhoea, headache, depression, anxiety and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: essure implants placed bilaterally, 3 coils left 4 coils right patient tolerated the procedure well. Current weight 190 lbs. Treatment received for pain, bleeding, bladder and urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Pathology test - on (B)(6) 2015: tissue sent: a. Uterus, cervix and bilateral tubes clinical history: fibroid uterus final pathological diagnosis: uterus, cervix, and bilateral fallopian tubes; simple hysterectomy with bilateral salpingectomy: - uterine weight: 140 gm. - cervix: benign nabothian cysts. - uterine corpus: - proliferative pattern endometrium. - leiomyomata. - serosa: no diagnostic abnormality. - fallopian tubes: no diagnostic abnormality. - no evidence of malignancy gross description: fallopian tubes: the attached right fallopian tube measures 6 cm in length and 0.5 cm in diameter. The serosa is smooth, glistening tan-pink and fimbriated. Cut section displays a tan-white stellate pinpoint lumen. The attached left fallopian tube measures 6 cm in length and 0.8 cm in diameter. The serosa is smooth, glistening tan pink, and cut section displays a tan-white stellate pinpoint lumen.. Pregnancy test - on an unknown date: negative. Ultrasound doppler - on (B)(6)2013: working ega: 104 weeks 5 days lmp calculated ega: 104 weeks 5 days ultrasound type: complete tvs (76830) ¿ transvaginal diagnosis: ovarian cyst maternal anatomy: internal os; normal uterus; normal cervical length: normal adnexa: abnormal - bilateral ovarian cyst comments: mildly enlarged myomatous uterus with 1.89x1.24x17cm right cornual intramural fibroid bilateral polycystic ovaries are noted with largest cyst 1.43x1.54x1.43 simple left with 2.17x1.84x1.95cm simple right ovarian cyst. No free fluid no masses. Iud is noted in the lower uterine segment. No e/o perforation is noted. Et is noted to be 5,5mm, suggest interval exam and follow up sono in 6-8 weeks for evaluation of the bilateral ovarian cysts. Lot number: b30425 manufacture date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.